Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the device could not fire. It was unknown how the procedure was completed. There was no patient consequence.